Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump with transmitter. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was charged for up to 2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 2.7 v. In conclusion, unable to charge unit or confirm communication anomaly due to depleted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.